Event description:
Related manufacturer reference# 1627487-2019-08635 and 1627487-2019-08633. It was reported the patient experienced lead migration. As a result, the leads were repositioned via surgical intervention on (B)(6) 2019. During the procedure, the patient¿s s1 leads were explanted and replaced with new leads. The right l5 lead was not able to be replaced. Postoperatively, effective stimulation was reported. All of the patient's leads are being reported because it is unknown which leads are liable.